Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a procedure performed on (B) (6) 2010 ((B) (6) male; (B) (6)). According to the complainant, an ultraflex esophageal stent was placed in the patient¿s esophagus as a palliative treatment. The patient¿s anatomy was tortuous and the lesion was predilated. The physician deployed the stent and the stent fully expanded. The physician noted, however, that the proximal end of the stent did not open correctly. Pictures of the event reveal that the stent¿s retention suture was broken. The physician confirmed that there was no manipulation of the retention suture during the procedure and the stent was not dilated after placement. As a result of this event, the patient's passage has been obstructed and the patient is restricted to a liquid diet. The stent remains implanted and no intervention was performed or planned as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) retention suture break. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.